Event description:
The facility's senior qc technician reported to baxter (B)(6) that a 2000 ml eva tpn container had loose plastic shards within the overwrap. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition that a 2000 ml eva tpn container had loose plastic shards within the overwrap was confirmed during sample evaluation. One actual defective sample was available for evaluation at the plant. Visual inspection revealed tiny black particles on the set which appeared to be dry ink that may have deposited on the set during the printing process on the printing machine. No other tests were performed. The assignable root cause for the reported condition is manufacturing defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.